Event description:
A needleknife was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (age, weight unknown). According to the complainant, "the wire would come out". The procedure was completed with another of the same device and there were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as the product was disposed.